Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens case/vial. Visual inspection found no visible damage to the lens. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a micl13.2, -15.5 diopter, implantable collamer lens, and the lens unfolded upside down. The lens was removed during initial surgery and the back up lens was used. There was no patient injury. The reporter stated that the cause of the event was unknown.